Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "clinical efficacy of endoscopic submucosal dissection in the treatment of early esophageal cancer and precancerous lesions". The literature reported the result of 58 patients of the endoscopic submucosal dissection (esd) procedure using olympus "hook knife" or "it knife" from february 2012 to january 2016. Esophageal perforation occurred in 1 cases. There was no information on what model name of the device was used on those cases. Omsc will submit a medical device reports (MDR) depending on the event type.